Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that 8 months after dental implant was installed in intraoral region 15#, its non-osseointegration was observed. In addition, the patient presented insufficient quality/quantity (bone type IV), bone graft was executed and 30ncm of primary stability was achieved.